Event description:
Caller reported aviva system blood glucose results of 181 mg/dl, 87 mg/dl, 130 mg/dl, and 99 mg/dl within 10 minutes on (B)(6) 2012. No adverse event was reported. Caller also reported that on (B)(6) 2012 at 8:55 pm, he tested and got a 465 mg/dl, had no symptoms. He took 60 units of insulin based on his sliding scale. At 9:35 pm, he had symptoms of hypoglycemia. Wife tested him and result was lo, which on the system indicates a result less than 10 mg/dl. He was not able to self-treat and she treated him with candy and soda. He felt better in about an hour. The customer tested again 10:45pm and got a 108 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.